Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I intact pth results. Reagent lot 00477l819/ (B)(6) 2020 sid (B)(6) = initial 138.7 / retest 103.9 pg/ml. Reagent lot 00477l819 / (B)(6) 2020/ sid (B)(6) / initial= 132.4pg/ml, retest= 180.0 pg/ml. Reagent lot 00477l819/ (B)(6) 2020 / sid (B)(6) / initial= 380.0 pg/ml, retest= 510.6 pg/ml. Reagent lot 00477l819 / (B)(6) 2020/ sid (B)(6) / initial = 24.5 pg/ml and retest = 32.3 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A study was performed to investigate the assay's performance. Reagent lot 00477l819 was used to test human serum-based controls, which have known concentrations, to evaluate the accuracy of the reagents. Both routine and stat protocol were tested. All of the materials utilized in testing were stored and maintained in house. The results met testing criteria which demonstrates that the assay can accurately detect a known concentration of the intact pth analyte for reagent lot 00477l819. Based on the available information, no product deficiency was identified.